Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Failure to follow steps/instructions - per instructions for use: under warnings - perform a femoral angiogram to verify the location of the puncture site. (B)(4). Indication for use - a 24fr sheath was used and per instructions for use, under indications for use: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. (B)(4). Incorrect anatomy - reportedly, the proglide was used to attempt closure of a femoral vein. Per the perclose proglide suture-mediated closure (smc) system is designed to deliver a single monofilament polypropylene suture to close femoral artery puncture sites following diagnostic or interventional catheterization procedures. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement with three proglide devices were attempted in the right femoral vein using the preclose technique prior to an mitraclip interventional procedure. The arteriotomy was 6fr. Reportedly, the marker lumen patency was not achieved by flushing the lumen. Two additional proglide devices were used; however, failed to advance over the 0.035 guide wire. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to 24fr and the mitraclip procedure was completed. Hemostasis was achieved using the pre-placed sutures from proglide devices. A femoral angiogram was not taken. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device and the reported difficult to insert the guide could not be confirmed as a proxy .038 inch guide wire was backloaded through the sheath without resistance noted. A conclusive cause for the reported difficult to insert the guide wire could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.